Manufacturer narrative:
The service representative performed multiple service activities and preventive maintenance was up to date. No further information was provided. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 30.94 pg/ml with a data flag. The sample was repeated 3 times with results of 21.43 pg/ml with a data flag, 20.14 pg/ml with a data flag, and 20.93 pg/ml with a data flag. The questionable result was not reported outside of the laboratory. The result of 21.43 pg/ml was reported outside of the laboratory. The troponin t hs stat reagent lot number was 596381. The expiration date was not provided.

Manufacturer narrative:
Qc was acceptable and the customer was not having any issues prior to this event.